Manufacturer narrative:
One handpiece injector was returned for evaluation for the report of the lens becoming scratched by the injector plunger. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed nonconforming. The plunger position is high. The handpiece injector was manufactured in february 2013. The evaluation does confirm the injector plunger has a high plunger position which may contribute to a scratched lens. The root cause for the nonconforming plunger height condition is usually from its use or handling, but when and how the plunger position became high cannot be determined from this evaluation. Based on the injector being manufactured over four years ago, the complaint issue does not point to a manufacturing issue. Additional possible causes for lens damage are using the incorrect lens or cartridge with the incorrect injector; using an unapproved, improper temperature, or insufficient quantity of viscoelastic material; and the incorrect placement of the lens into the cartridge or incorrect cartridge placement into the handpiece injector. (B)(4).

Manufacturer narrative:
The date received by manufacturer for the initial report for this case was (B)(6) 2017. (B)(4).

Manufacturer narrative:
Product evaluation: although a sample was received by a company representative and forwarded to the manufacturing site, it has not yet been received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. When the sample is received at the manufacturing site, the investigation will be reopened. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a sample has not been received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received by a company representative but has not yet been received by the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that during a cataract removal with intraocular lens (iol) implant procedure on a patient's left eye (os), the optic of the iol (very close to the visual axis) was marked deeply by the plunger of the injector during lens injection. It was noted that the patient was bothered by the mark. The lens was later exchanged for another iol. It was clarified that, in the surgeon's opinion, the iol did not cause or contribute to the event. Additional information has been requested.